Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the "bottom"lead needs more energy to do it's job." The rv lead remains in use. No patient complications have been reported as a result of this event.